Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas pro c503 analytical unit. No incorrect results were reported outside of the laboratory. The sample initially resulted in a creatinine value of 1.17 mg/dl. The sample was repeated twice, resulting in values of 0.545 mg/dl and 0.55 mg/dl. The creatinine reagent lot number was 597229.

Manufacturer narrative:
The field service engineer checked the instrument and it was working within specifications. The issue did not re-occur. The investigation could not identify a product problem. The cause of the event could not be determined.